Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for white foreign matter and a scratch on the syringe barrel with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for white foreign matter and a scratch on the syringe barrel with the incident lot was observed. Root cause description: based on the investigation, the white "ring" foreign matter is most likely heparin additive, while, the root cause for the scratch was determined to most likely be related to a manufacturing issue. Rationale: based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that cracks were found in the barrels of 2 bd preset¿ arterial blood collection syringes before use while opening the packaging. The following information was provided by the initial reporter: "customer complaint before use this batch, 2ea abg have syringe scratch." Per (B)(6): before the patient underwent arterial puncture, the customer used our common blood gas needle. During the process of opening the package, the wall was found to have cracks, and after the other branch was replaced, cracks were found.